Manufacturer narrative:
Method: after the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed, and the complaint could not be confirmed. Results: no lot number could be obtained, so a lot history record review could not be completed for the reported lot number. The reported failure mode, "tip breakage," is currently being investigated in our CAPA process. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip broke. The pieces that broke were not in the leg. It was reported that the tip might have broken before entering the leg. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.